Manufacturer narrative:
Per the tandem user guide: do not reuse infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer reloaded the same cartridge and reinserted the trusteel infusion set. Tandem technical support educated the customer cartridge and infusion set reuse is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level.